Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. As a result, high pacing threshold measurement was noted. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.